Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 unit, the vacuum regulator, gauge, and manifold were to resolve the issue. For 1 unit the suction regulator was replaced to resolve the issue, and for 1 unit a section of the suction tubing was replaced to resolve the issue.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced decrease in suction. 1 event reported for a faulty suction regulator resulting in max pressure of 100 mmhg, 1 event reported for a suction regulator preventing maximum suction, 1 event reported for malfunction causing loss of suction. These reports were received from various sources. Of the 3 events, 2 did not involve a patient and 1 involved a patient. There was no patient information available.